Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 (software version 3.10) indicating that the volume delivery was not accurate. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The customer called technical support to report that the device was not displaying the tidal volume. While working with a remote service engineer (rse) a couple weeks ago, the customer decided that the device needed to have the flow sensor assembly replaced for repair; however, after the replacement flow sensor assembly was installed, the issue remained. The customer was using just the test adapter while in ventilation mode, and the tidal volume was not displayed. The rse then instructed the customer to perform the test required after installing the flow sensor assembly to see the results. The customer was trying to test the device outside of the service manual's performance verification test (pvt). The rse informed the customer that there is not a test to verify the tidal volume and provided the customer with the part number of the replacement data acquisition (da) printed circuit board assembly (pcba) for repair. The customer will perform the pvt and order the da pcba if needed. This investigation is ongoing.

Manufacturer narrative:
The customer called technical support to request assistance with troubleshooting as the volume delivery was not accurate on the screen. The biomedical engineer (bme) was able to duplicate the customer complaint--the vt and ve readings on the screen seemed to drop out, and low vt alarm was activated. The customer was using the .25 test adapter for testing, and in diagnostics, flow sensor zero calibration failed on the air side and passed on oxygen (o2). The average air reading was at zero is -8.6, and the air inlet filter was clean. The remote service engineer (rse) informed the customer that the air flow reading at zero was failing per the air/o2 flow accuracy check, advised the customer to replace the flow sensor assembly to correct the issue, and provided the customer with the part number of the replacement flow sensor assembly for repair. After the replacement flow sensor assembly was installed, the issue remained. The customer was using just the test adapter while in ventilation mode, and the tidal volume was not displayed. The rse then instructed the customer to perform the test required after installing the flow sensor assembly to see the results. The customer was trying to test the device outside of the service manual's performance verification test (pvt). The rse informed the customer that there is not a test to verify the tidal volume and provided the customer with the part number of the replacement data acquisition (da) printed circuit board assembly (pcba) for repair. The customer will perform the pvt and order the da pcba if needed. Further case information regarding the repair and whether the device passed the required performance verification tests per philips standard and was returned to service is still pending, and this investigation is still ongoing.